Manufacturer narrative:
The albumin reagent lot number was 945797, with an expiration date of 30-jun-2027. The customer cleaned the reagent probes and nozzle guide. The field service engineer, replaced, adjusted, and cleaned the reagent probes. The system was purged. Investigations determined the syringe seal has reached its lifetime threshold. A review of alarm trace data showed multiple abnormal aspiration alarms which indicate issues with sample pre-analytics. The alarm trace showed reagent pipetting adjustment failures. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with albumin gen.2 on a cobas c 703 analytical unit. No questionable results were reported outside of the laboratory. The first sample initially resulted in an albumin value of 2.2 g/l and it repeated as 38 g/l. The second sample initially resulted in an albumin value of 2.8 g/l and it repeated as 40 g/l.